Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided; a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 10-jun-2025 based on the date of awareness. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges patient he represents has experience unspecified injury. Attorney alleges this patient was treated with a ventralex mesh. Case-specific details not provided.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided; a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Based on review of information provided by the patient¿s attorney, root cause is inconclusive. Information showed the patient had been implanted with multiple mesh devices. No conclusion can be made as to the extent to which the bd/bard implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges patient he represents has experience unspecified injury. Attorney alleges this patient was treated with a ventralex mesh. Case-specific details not provided. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with para umbilical hernia thereby underwent laparoscopic repair with implant of synthetic mesh. Per op notes, "a synthetic mesh was placed and tacked." (B)(6) 2007 - patient was diagnosed with reducible port site hernia thereby underwent open repair with implant of ventralex mesh. (Note: no implant op notes were provided for this procedure.) (B)(6) 2008 - patient was diagnosed with recurrent para umbilical hernia thereby underwent open repair. Per op notes, "the previously placed synthetic mesh was retracted medially. There was a lit bit of filmy adhesions. The mesh was reattached and sutured." (B)(6) 2011 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of unknown mesh. (Note: no implant op notes were provided for this procedure.) (B)(6) 2023 - patient was diagnosed with small bowel perforation, fistula, recurrent incisional hernia thereby underwent open repair with removal of ventralex mesh. Per op notes, ¿adhesions were lysed. Two meshes, one synthetic and ventralex mesh were identified. The ventralex mesh was excised.¿